Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's nurse that the customer received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of 600 mg/dl at the time of the incident. The customer was at 96 mg/dl at the time of the call. The customer disconnected from the pump and used manual injections, and was given intravenous insulin to treat. The customer experienced symptoms such as vomiting and diarrhoea. The customer was not wearing the insulin pump during the incident, within less than 48 hours. Troubleshooting was not completed as the pump was missing a battery cap. The customer had highs of over 500 mg/dl on (B)(6) 2017. The insulin pump will not be returned for analysis.